Manufacturer narrative:
(B)(4). A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 4.0 and appeared unused. There were no signs of damage or other imperfections noted along the laser fiber¿s body. The investigator was unable to examine the fiber face within the sma because light was unable to travel to the fiber face. Examination under magnification revealed a possible debris on the fiber face within the sma connector and could not be cleaned off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was extremely weak. Effective laser transmission was not measured because of the possible debris that could not be removed. Therefore, the condition of the returned device confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a cysto-uroscopy procedure performed on (B)(6) 2015. Reportedly, the aiming beam of the laser fiber was checked prior to the procedure and was not visible. According to the complainant, during preparation, the laser fiber would not conduct energy. The same laser fiber was tested on another console and still would not work. The case was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed a possible debris on the fiber face.